Manufacturer narrative:
Additional information was received for it was reported that on an unknown date, antibiotic treatment was discontinued, and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Three days after the event onset, the patient was treated with vancomycin injection (2gm, ongoing) and ceftazidime injection (1gm, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.